Event description:
The customer reported, image flickers during live fluoro. No injuries were reported.

Manufacturer narrative:
The ge service rep found bad interconnect cable. He will order and replace interconnect cable.